Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, with the current fill estimate showing 23 units instead of the anticipated ~250 units. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller not to overfill the cartridge, and they guided the caller through filling and loading a new cartridge. The caller agreed to monitor the situation and follow up if necessary.